Event description:
The user facility reported that they were transferring a patient in the lift and one of the legs of the lift closed and the patient was dropped from the lift. The patient suffered a broken left femur close to the hip.